Event description:
It was reported that during implant procedure defibrillation threshold testing (dft) was performed but complicated possibly due to air from open chest. A second defibrillation coil was added, inserted in the superior vena cava port and dft¿s were not repeated. Additional information received approximately one week post implant reported low shock impedance and that an xray is showing the two coils are touching one another. The svc was turned off and dft¿s were successful. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbc3d1 implantable pulse generator (ipg), implanted: (B)(6) 2013. A 6996sq58 implantable tachy lead, implanted: (B)(6) 2013. A 4968 implantable pacing lead (x4), implanted: (B)(6) 2013. (B)(4).